Event description:
Report received of a tubing set being loaded into the device backwards. The pump was programmed with unspecified programming parameters. The nurse reportedly loaded the tubing into the pump backwards resulting in fluid backing up into the drip chamber. The nurse did not note any blood back-up in the tubing. The customer stated, "it was caught right away when they noticed the drip chamber was full." The tubing set was removed from the pump, reinserted correctly, and therapy resumed without further incident. There were no reported adverse pt effects and no medical interventions were required. Though requested, no further information was provided.